Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During evaluation, no foam particles were noted in the airpath, yet foam degradation was noted inside the blower kit. The devices sound abatement foam was replaced to address the issue and had dust contamination. The device was scrapped by the service center after the evaluation was completed.